Event description:
Complainant alleged that during a routine shift check of the device, a "cannot charge" message was observed when attempting to charge energy and the device would not charge. The complainant indicated that there was no patient involvement in the reported malfunction.